Manufacturer narrative:
Device history record review performed.

Event description:
It has been reported to co that during the procedure the balloon of this device ruptured while being used in conjunction with a competitor's stent. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.